Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5068698). Checked conformity of DHR. We asked for further information and for availability of the device to our distributor. Once the pump arrived, the pump was checked and it was found out that the pump was slightly wet, sign that the device had come in contact with liquid/drug. As stated by the instructions for use, the device can be damaged by infiltration of liquid and for this reason the user must not: use the device while having a bath, a shower, etc; immerse the pump in detergent solutions or in water; allow infiltrations of liquid inside the pump. The pump underwent the regular maintenance service, with the cleaning of the traces of oxidation on the electronic parts. No consequences for the patient.

Manufacturer narrative:
We became aware of this event during post-market surveillance through research on maude database (report number mw5068698). We asked our distributor to receive further information and the availability of the pump for the actual evaluation. As soon as the pump is evaluated, a follow-up report will be sent. No consequences for the patient.

Event description:
We became aware, during post-market surveillance, of an event reported on maude database (report number mw5068698) of which we had not been made previously aware. Event description: patient reported that one of his pumps sounds like it is struggling when running. Patient was concerned it would stop working. Patient was unable to provide sn at the time of the call. Will call patient back later today to obtain. No other information available. Dose or amount: remodulin 58 ng/kg/min. Frequency: continuous. Route: IV. Dates of use: (B)(6) 2016 to present. Reason for use: pah.